Event description:
It was reported that asymptomatic patient received inappropriate atp and hv therapy due to t-wave oversensing. The oversensing was noted on a stored egm. Device reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.